Manufacturer narrative:
The customer did not return the device for evaluation. Based on the information provided by the customer, it was found that the suspected contour next one meter was destined to be distributed in the united states. Therefore, the units of measurement for the suspected contour next one meter was correctly set to mg/dl.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product information. Therefore, no information was captured (model # and serial #), and the device manufacture date could not be determined.

Event description:
The customer from sweden reported that her contour next one meter was displaying blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.